Event description:
Per the clinic, the patient developed poor wound healing, wound dehiscence, extrusion of the electrode lead into the external auditory canal and an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). It was reported that the patient underwent revision surgery (specific date not reported), however, the issue did not resolve. Eventually, the device was explanted on (B)(6) 2026; and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.